Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while introducing an apollo micro catheter through an x-pedion 10 microwire, the microcatheter was damaged. The microwire and another apollo microcatheter were introduced through a mirage microwire. Catheter ruptured (intact) by the x-pedion was reported. The rupture was at the distal location. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. No onyx was injected. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for arteriovenous malformation (avm) treatment. It was noted the vessel tortuosity was normal. Access vessel was the femoral artery.